Event description:
On 11/12, the pt obtained meter readings on her meter of 236 and 471 mg/dl. She took her normal insulin that day. Upon awaking on 11/13, a fastng blood glucose result was 37 mg/dl. She consumed breakfast, but did not take her morning insulin. Readings throughout the day continued to range from 52-67 mg/dl for which she treated herself with orange juice. At approx. 10/a, the pt began to feel tired and "crying." She scheduled an appointment with her physician for 3:00, where the physician's meter read 581 mg/dl. (The pt's meter read 69 mg/dl at 1:46/p.) She was admitted to the hospital, treated with IV insulin and glucophage and released the following day(11/14). The meter is not cleaned according to MFR's recommendations, alcohol is used to clean the meter optics. In addition, the pt was using test strip lot #411813a with an expiration date of 11/96.